Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator lost ventricular output after being exposed to electrocautery during a scheduled changeout procedure. The patient had to be paced externally, but no adverse events occurred. The device was explanted and replaced. The patient would be monitored.